Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported 'failed downstream occlusion test' which was reproduced during evaluation. The cause was determined to be a force sensor which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had failed the downstream occlusion test four times at 24 psi, high, during check-in testing in the biomed service department. There was no patient involvement. No additional information is available.